Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat an ectatic and heavily calcified de novo lesion in the distal posterior descending artery. A 2.0x15mm nc trek balloon dilatation catheter (bdc) was advanced for pre-dilatation; however, the balloon ruptured during the first inflation at 10 atmospheres. The bdc was removed without complications. The procedure was successfully completed with a new 2.0x15mm nc trek bdc and an unspecified stent deployment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. The noted shredding balloon material at the rupture location also suggests interaction causing damage to the outer surface of the balloon. The noted tearing of the guide wire exit notch appears to have resulted from an interaction or manipulation with the guide wire used. The noted bends on the hypotube likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.